Event description:
A surgeon reports noticing an air bubble in the visual axis of an intraocular lens (iol) after implant surgery. Although the patient's vision has improved postoperatively, the surgeon and the patient are dissatisfied with the results. The patient was seen by another surgeon. Upon examination, he concluded there was not a problem with the lens, but folds were observed in the posterior capsule. The surgeon recommended a yag and mini rk procedure be performed to correct the small refractive error. The patient is reported to be "doing well".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/22/2008 and 08/25/2008 by phone, fax and mail. A completed questionnaire was received on 09/02/2008. This report was mailed to FDA on: 09/19/2008.